Event description:
It was reported that the physician was preparing the implant and during the interrogation it was discovered the implantable cardioverter defibrillator was in backup mode. The device was not opened and was not used.

Manufacturer narrative:
The reported event of backup operation was confirmed. The cause of the backup mode was due to temperature sensitivity of the integrated circuit (ic). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.